Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 85 90-1, lot# n425735, implanted: 2014 (B)(6); product type accessory (B)(4).

Event description:
It was reported that a catheter revision occurred on the report date due to the fact that the catheter dehisced at the lumbar site. The healthcare provider (hcp) removed the intrathecal end of the catheter and was going to program the pump to minimum rate to let the area ¿settle down¿ before another revision would be done in a couple of weeks. It was noted that site looked good. The hcp did culture the site and the patient was on oral antibiotics. Prior to the revision the total catheter length was 97.9cm and 39.1cm was removed during the revision. The device system was used to deliver hydromorphone and bupivacaine. It was later reported that the patient experienced a lack of efficacy. The catheter issue was identified on the initial report date. During the revision, the pump segment was left implanted.

Event description:
Additional information received reported a catheter revision was planned for (B)(6) 2014, at which time the spinal portion of the catheter that was previously removed would be replaced. It was also reported they would likely do a dye study to check placement. It was reported they would ensure the pump section of the catheter would be cleared and planned to prime the entire catheter once they're finished. Following the revision, it was reported they utilized the distal end, 66cm untrimmed, of the 8781 for the revision. 58.8cm was the remaining proximal end. The pump was in minimum rate mode. The catheter was clear of drug and the pump was left alone so they were to prime the revised catheter and then the health care provider (hcp) would decide what dose to start the patient at.

Manufacturer narrative:
(B)(4).